Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was unknown. The customer stated that the pump display was showing lines in the center. It was reported that the display was partial. The customer reported that the pump was working, it was just hard read the pump. The customer was advised to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.